Manufacturer narrative:
Na.

Event description:
Customer complained about discrepant inr results using two different coaguchek xs meters (B)(4) as well as two different strip lots. At 11:00 am, the customer tested a patient by fingerstick on meter (B)(4) using strip lot 29494711 and the result was 5.3 inr. At 11:01 am, the customer retested the patient with a new fingerstick on meter (B)(4) using strip lot 30497311 and the result was 3.8 inr. The result of 5.3 inr had a "c" next to it indicating the meter identified the sample as a control. Customer squeezed the patient's finger excessively to obtain blood for the test with the 5.3 inr result. The patient's therapeutic range is 2.0-3.0 inr. Patient is not on heparin or direct thrombin inhibitors. The patient is not anemic and does not have any antiphospholipid antibodies. Patient has no new illness, new medications and no diet changes. The patient has no symptoms of bleeding or bruising and no changes to warfarin dose. There was no allegation of an adverse event. Retention test strips (294947 and 304973) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.